Event description:
Related manufacturer reference number: 2017865-2022-15815. It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the pacemaker set screw was stripped and failure to disconnect, and subsequently the right ventricular lead was damaged to disconnect screw from the header. The lead was capped and replaced during the procedure, and the pacemaker was successfully explanted and replaced. The patient was stable in condition.